Event description:
Caller reported occlusion alarms, leading to an elevated blood glucose (bg) displaying as "high", no specific value was given. Customer addressed the bg by performing a correction injection. The customer resolved the occlusion by replacing the cartridge to continue insulin delivery. However, clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.